Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he got his pump wet and now it is not acting correctly. The customer stated that he jumped into the pool and there is fluid under the lcd screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the keypad traces. We were unable to verify perform the self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. Insulin pump had moisture damage found on the electronic assembly. The insulin pump had minor scratched display window.